Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020 with unknown blood glucose value. The customer was assisted with troubleshooting. The customer was treated with insulin drip. Customer was alleging the insulin pump for under delivering because blood glucose did not go down and they have changed the set. Customer stated insulin pump system had not been in use within 48 hours of reported high blood glucose event. Customer also stated that one of the grooves on the upper left on the reservoir side was chipped while inspecting the insulin pump.the reservoir will not be returned for analysis. The insulin pump will return for the analysis.